Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2020. Upon investigation, the physician found the right ventricular (rv) lead was not capturing at maximal outputs and was only sensing in unipolar. The patient presented for a lead revision on (B)(6) 2020. During pre-procedure check, the r-wave sensing was low in unipolar and intermittent in bipolar. The device was not capturing at maximal outputs in either unipolar and bipolar. Upon fluoroscopy examination, the malfunctioning rv lead did not appear to be dislodged. The lead was capped and remains in situ. Two new rv leads were implanted at the physician's discretion as the physician did not want to revisit the case in the event of possible lead dislodgement and difficult patient anatomy. The patient was stable.